Event description:
It has been reported to philips that the screen was red, affecting imaging. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, clinical use of the system was unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that the screen was red, affecting imaging. During troubleshooting, fse checked system cables, splitters and adapters. Found bad adapter. Fse replaced adapter. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.